Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2016, 1 year and 126 days after starting essure, the patient experienced complication of device removal ("complication with the removal"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("painful intercourse"), dysgeusia ("metal taste in mouth"), headache ("headaches") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysgeusia, headache, complication of device removal and procedural pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, dyspareunia, dysgeusia, headache, complication of device removal and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A partial hysterectomy with bilateral salpingectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), postoperative wound infection ("infection (other) describe: infection of hysterectomy incision site"), fallopian tube perforation ("perforation (fallopian tube(s) /migration of essure device location of device: the device migrated from the fallopian tube into ovary/ perforation (other) please describe and state the location of the perforation: ovary") and uterine perforation ("perforation and uterus") in a 35-year-old female patient who had essure (batch no. C18709 , c08467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral birth control pills from 2009 to 2014. Concurrent conditions included bleeding menstrual heavy (nature of treatment- prescribed oral birth control pills.) Since 2009. In (B)(6) 2014, the patient experienced incision site pain ("pain incision site"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain right lower back") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), headache ("headaches/ migraines / headaches (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced vulvovaginal pruritus ("allergic or hypersensitivity reaction type: allergic reaction-itching on inside of vagina"). In (B)(6) 2015, the patient experienced dysgeusia ("metal taste in mouth /metallic taste in mouth"), hot flush ("hot flashes"), mood swings ("mood swings") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced complication of device removal ("complication with the removal"), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and abdominal pain lower ("lower right abdomenal pain"). The patient was treated with antibiotics, ibuprofen, phentermine (adipex), surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016), surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016) and surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, complication of device removal, procedural pain, hot flush, mood swings, vaginal haemorrhage, postoperative wound infection, migraine, fallopian tube perforation, fatigue, uterine perforation, back pain, abdominal pain, incision site pain and abdominal pain lower outcome was unknown, the menorrhagia had not resolved, the dysgeusia, vulvovaginal pruritus and nausea had resolved and the dysmenorrhoea, weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, incision site pain, menorrhagia, migraine, mood swings, nausea, pelvic pain, postoperative wound infection, procedural pain, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion approximate weight at the time of essure placement 214.00 lbs. Patient used cream for incision site infection and wound care. Ultrasound recorded for dysmenorrhea. For pelvic pain ultrasound ordered diagnostic laproscopy done. Patient took anti-nausea medication for nausea. In period (B)(6) 2016, patient took contrave. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Patient¿s detail, historical drug, concomitant disease, treatment drugs, lab data and unstructured relevant tests were added. Hot flush, mood swings, vaginal haemorrhage, vulvovaginal pruritus, postoperative wound infection, migraine, nausea, dysmenorrhoea, fallopian tube perforation, fatigue, uterine perforation, weight increased, alopecia, back pain, abdominal pain, incision site pain and abdominal pain lower were added as events. Essure lot number was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) /migration of essure device location of device: the device migrated from the fallopian tube into ovary/ perforation (other) please describe and state the location of the perforation: ovary/right coil poking ovary"), uterine perforation ("perforation and uterus"), pelvic pain ("severe pelvic pain /pain/pain was unbearable") and postoperative wound infection ("infection (other) describe: infection of hysterectomy incision site") in a 35-year-old female patient who had essure (batch no. C18709 , c08467-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral birth control pills from 2009 to 2014. Concurrent conditions included bleeding menstrual heavy (nature of treatment- prescribed oral birth condrol pills.) Since 2009, vomiting and adenomyosis. In (B)(6) 2014, the patient experienced incision site pain ("pain incision site"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain right lower back") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), headache ("headaches/ migraines / headaches (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: allergic reaction-itching on inside of vagina"). In (B)(6) 2015, the patient experienced dysgeusia ("metal taste in mouth /metallic taste in mouth"), hot flush ("hot flashes"), mood swings ("mood swings") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pain, uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication with the removal"). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and abdominal pain lower ("lower right abdomenal pain"). The patient was treated with antibiotics, ibuprofen, phentermine (adipex), surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016), surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016) and surgery (partial hysterectomy with bilateral salpingectomy and removal of the essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, postoperative wound infection, dyspareunia, headache, complication of device removal, procedural pain, hot flush, mood swings, vaginal haemorrhage, migraine, fatigue, back pain, abdominal pain, incision site pain and abdominal pain lower outcome was unknown, the menorrhagia had not resolved, the dysgeusia, pruritus allergic and nausea had resolved and the dysmenorrhoea, weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, incision site pain, menorrhagia, migraine, mood swings, nausea, pelvic pain, postoperative wound infection, procedural pain, pruritus allergic, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4coils outside the uterus on the right side. It was noted at this time on the right side that the essure device had protruded from the tube and was embedded along side the tube and with the ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion approximate weight at the time of essure placement 214.00 lbs. Patient used cream for incision site infection and wound care. Ultrasound recorded for dysmenorrhea. For pelvic pain ultrasound ordered diagnostic laproscopy done. Patient took anti-nausea medication for nausea. In period (B)(6) 2016 to (B)(6) 2016, patient took contrave. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : dyspareunia, vaginal bleeding, dysmenorrhea, pelvic pain, fallopian tube perforation. Batch number c08467 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A partial hysterectomy with bilateral salpingectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.